Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19596. It was reported the pt experienced an uncomfortable burning sensation when charging. The pt used cold compress to treat the area. The incident occurred in (B)(6) of 2013. The pt has not charged the ipg since that time and lost stimulation coverage in april. The ipg is able to communicate with the programmer. A replacement charger was sent to the pt. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.